Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and screen was frozen as well as buttons not working. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was did not advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with keypad not responsive due to unlocked connector on lcd board. Could not conform motor error due to keypad not responsive.